Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
After multiple follow-up attempts, additional information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the plasma product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused the reported leukoreduction failure. The reservoir signals looked completely normal. A donor related issue cannot be ruled out. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information in h.10. Corrected investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow-up report will be provided.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Root cause: although the system has several methods for detection of wbc contaminations, some events may elude the detection capability of the trima accel system. The following events can occur during the procedure and may contribute to elevated wbc content in the platelet product that the system cannot always detect. A majority of the time, these events will not contribute to elevated wbc content: multiple alerts or flow adjustments that stop/slow the pumps, disrupting the steady-state collection process. Large discrepancy in entered versus actual donor information plasma line occlusion or air block that was not large enough to be detected by the system. If the configured platelet concentration during collection is above approximately 3500e3/ul, it is possible that an inaccurate platelet yield scaling factor (ysf) configuration can cause the platelet concentration to exceed the lrs chamber holding capacity due to collecting a higher than expected platelet yield additionally, it is possible that the cause is related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to: a higher donor bmi, a donor pre-wbc count that is above the trima accel system expectation, larger than average donor platelet size, and/or smaller than average donor wbc or rbc size.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. Terumo bct is awaiting return of the disposable set.